Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced the pump to intermittently self power off and on with only battery power source. The cause was identified to be a failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device was found to intermittently self-power off and on with only battery power source. No additional information is available.